Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 was failed not sensing closed. The field service engineer cleaned sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not opening caused a delay in dispensing medication to a patient. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.